Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Product will not be returning to zimmer biomet for investigation due to the hospital retaining the implant. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, the patient was revised due to loosening of tibial prosthesis. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Concomitant medical products: femur cemented cruciate retaining (cr) cat#:42502006202, lot#: 63167966. Articular surface fixed bearing cruciate retaining (cr) cat#:42521000411, lot#: 63038809. All poly patella cemented 32 mm diameter cat#: 42540000032, lot#: 63198341. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.